Event description:
It was reported by service report that the right foot calf abduction was not locking in any position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Abduction ring.